Event description:
Emergent vacuum delivery due to fetal decelerations. Shift lead called and arrived after application. Vacuum placed with 2 pulls and vacuum malfunction- lost suction with 2 pop offs. New vacuum placed per md. Baby was born with 3rd pull with new vacuum. Malfunction vacuum info lot:241303 ref: vac-6000m exp:09/16/2026. Manufacturer response for vacuum delivery system, kiwi omnicup (per site reporter). Request to send devices back for quality review. No results sent back at this time.